Event description:
Surgeon was placing screws in the inferior border of the mandible and a screw broke in the pt. After measuring the depth of the hole, which was 17mm, he elected to use an 18mm screw. Due to the set structure, the only 18mm screws available were 2.3x18mm. He proceeded to implant the screw, but the screw would not go any further with about 2-3mm of the top protruding. After trying repeatedly to screw it in further, he attempted to back the screw out which was very difficult. He gave the screw a big twist with a lot of torque and it snapped off about 5mm including the screw head. The other half of the screw will remain in the pt.

Manufacturer narrative:
Investigation in progress but not yet complete.